Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had low pacing impedance and was over-sensing noise consistent with insulation damage. The over-sensed noise did cause pacing inhibition. The patient was asymptomatic. The rv lead was capped and successfully replaced on (B)(6)2024. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: no UDI statement was added to h11. UDI not available as product was manufactured on or before (B)(6) 2014.